Event description:
It was reported when using the bd bactec¿ fx40 instrument, there were frequent false negatives. No patient impact reported.

Manufacturer narrative:
H.6 investigation summary : a results failure was reported on a bactec fx40 instrument (p/n 442296, s/n (B)(6)). The customer reported that false negatives have been occurring frequently. Bd remote services contacted customer to obtain the log files, these were reviewed, it was confirmed that no abnormal values appeared, and no abnormalities or temperature changes were found. No instrument errors were witnessed. The root cause is unknown. This is an unconfirmed failure of a bd product. Physical samples were not received by quality for investigation however, log files were received and reviewed. DHR review is not required for this complaint as this complaint does not allege an early life failure or failure at installation and the configuration has changed since release from manufacturing due to service repairs/pms. Service history review for this instrument was completed and revealed no previous complaints related to results. Bd quality will continue to closely monitor for trends associated with this complaint. No new risks or hazards, or changes to existing risks/hazards, were identified as a result of this complaint.

Manufacturer narrative:
H.3. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported when using the bd bactec¿ fx40 instrument, there were frequent false negatives. No patient impact reported.